Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr checked power supply, calibrated pressure transducer, checked pneumatics function and calibrated ddi board, performed patient circuit calibration, ventilator performance checks and replaced gas intake filters. Completed also 2k preventive maintenance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator unit can't get to pressurize. At this time, there is no information regarding patient involvement associated with the reported event.